Event description:
The patient reported that their first implant was put in incorrectly and they were not getting the full benefits of the device so they had a second device implanted. It was noted that the implantable neurostimulator (ins) was not deep enough. The ins was placed in a location where it would not cover the patient's left knee and they only had 1 lead placed instead of 2. The patient noted that they could not increase their stimulation any higher than 2.0v because if they went any higher it would cause tremendous nerve stimulation and pain shooting up their calves and from the arches of their feet to their ankles when they walked. This shooting pain started sometime after (B)(6) 2016. They had been recommended to keep playing around with their settings which they had done but they had not gotten more than 20% pain relief from their device. The system did not stop their nerve pain and they were in pain 24/7. The patient was unable to take any pain medication due to their stomach. The patient was suffering and frustrated and angry with all of the different information they were getting from different doctors. The patient's device was turned on and at 1.8v at the time of the report but the patient wouldn't increase the stimulation past that due to the symptoms they would experience. The patient was scheduled to see a new pain specialist on (B)(6) 2016. The patient was implanted for spinal pain and lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient had a successful trial and the permanent lead was put in at the exact same location. However, the patient did not get the coverage that they did during the trial and it wasn't what they thought it would be.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.